Manufacturer narrative:
This is the same event as 3010536692-2014-01834, -01835, -01836, -01838, -01839. This report will be updated when investigation is complete. Trends will be evaluated.

Manufacturer narrative:
The complaint database has been reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly, patient revised due to corrosion and pain.